Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 11 mmol/l (198 mg/dl). The patient experienced issues with the omnipod personal diabetes manager (pdm) during use and was not able to turn it on or off as it was flashing. At the hospital, the patient was administered 20 units of insulin (levemir) and provided with additional manual insulin pens to use at home.